Event description:
Invacare became aware of this issue after reviewing a return document that reported the reason for the return was the "wiring harness caught fire". No injury or other property damage was indicated.